Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is without stimulation as the ipg is inoperable. Patient had difficulties charging the device and indicated the ipg was no longer able to be charged. Troubleshooting was unable address the issue. Surgical intervention may occur at a later date.